Manufacturer narrative:
A customer in the unites states had notified biomérieux of the misidentification of pseudomonas aeruginosa as either citrobacter amalonaticus or citrobacter koseri when tested with vitek® 2 gn ID test kit (ref 21341, lot 241394340). When the organism was tested on a different lot of gn cards, an identification of pseudomonas aeruginosa was obtained. An internal biomérieux investigation was performed using the isolate submitted by the customer. The organism was subbed, and testing included both the customer lot and a random lot of gn cards, in duplicate. Api 20 ne was also performed. On all cards tested, an excellent ID (99%) of p. Aeruginosa was obtained. When api 20 ne was performed, a very good ID (99%) of p. Aeruginosa was obtained. Therefore, the final identification is p. Aeruginosa. Lab reports showing biochemical reaction results were not submitted, so atypical reaction results for the customer's card runs cannot be compared to expected reaction results for p. Aeruginosa. The vitek® 2 gn ID card performed as expected.

Event description:
A customer in the unites states notified biomérieux of the misidentification of pseudomonas aeruginosa in association with vitek® 2 gn ID test kit (ref 21341, lot 241394340). The customer reported that vitek® 2 originally identified the organism as citrobacter amalonaticus. The growth pattern of the organism on the media plate did not resemble a typical citrobacter species; therefore, the customer questioned the identification and retested, receiving an identification of citrobacter koseri. The customer performed oxidase and indole test, which were both positive. The citrobacter koseri identification was reported to the physician. After eight weeks of sub-culturing the organism, the customer repeated testing with a card from a different vitek® 2 gn ID test kit lot (lot 2410186103), which gave the correct identification of pseudomonas aeruginosa. The amended report was sent to the physician. The customer has submitted the isolate to biomérieux for evaluation. Incorrect results were reported to a physician. The customer stated that several organisms were identified from another culture for this patient. One of the organisms identified was pseudomonas. The patient was prescribed ciprofloxacin 500mg for all organisms isolated. The customer stated that the patient was treated for pseudomonas as well and that the patient did not receive any unnecessary medical treatment due to this discrepant result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.